Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage. (B)(4).

Event description:
The customer reported via phone call that top portion fell off and insulin pump broke. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer reported damage to the pump. Customer stated that there was crack on the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.